Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device shut down while running opts check. There was no reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the device shut down while running opts check. There was no patient involvement .